Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 20 may 2026 that the patient presented with grade 4 mixed mitral regurgitation (mr) and dilated left atrium for a mitraclip procedure. Imaging was sub-optimal due to patient's complex anatomy. During the procedure, a mitraclip was successfully implanted. During deployment sequence of second mitraclip, posterior leaflet was perforated during clip closure. An attempt was made to re-position the clip. During repositioning the clip was entangled with chordae as well as had physical contact with first clip. An attempt was made to deploy the clip. However, the clip was unable to pass establish final arm angle test (efaa) as it opened up 60-90 degrees continuously. The clip was removed from the anatomy. During removal, a chordal rupture was observed. The clip was replaced with another clip to complete the procedure. The mr was reduced to grade 4 post procedure. There was no clinically significant delay reported.